Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer patient support program (psp), concerned a (B)(6) female patient of unknown origin. Medical history included an unspecific gastropathy and unspecified neurological lesions. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100u/ml) via reusable pen (humapen luxura burgundy) 18 (no units) at morning and 16 at evening, daily, subcutaneously, for the treatment of diabetes, beginning in 2013. In 2014 she changed dosage to morning 10 (no units) and evening 8 according to her physician advice. In the beginning of 2016, she had fundus hemorrhage (this event was considered serious due to its medical significance). In (B)(6) 2016 she had eyes operation. On (B)(6) 2016 she was hospitalized due to high blood sugar caused by a bad cold. Information regarding other corrective treatments was not provided. On (B)(6) 2016, the foot of the injection screw was detached from her humapen luxura ((B)(4)/ lot 1104b02). She requested a new device. As of (B)(6) 2016, she remained hospitalized. Events outcome was not recovered. Insulin lispro protamine 75%/ 25% was ongoing. The user of the humapen luxura and his/her training status was not provided. The humapen luxura model and suspect humapen luxura duration of use was of approximately 3 years. Action taken and return status for the suspect humapen luxura were not provided. The reporting consumer assessed the events were related to insulin lispro protamine 75%/ 25% or the humapen luxura. Update 28oct2016: upon review of the source information from 24-oct-2016 the (B)(4) and product complaint information was added to the case; the narrative was updated; and updated the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a female patient reported the foot of the injection screw of her humapen luxura device was detached. The patient experienced increased blood glucose. The device was not returned for investigation (batch 1104b02, manufactured april 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical trends with regard to dose accuracy or a detached foot. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. In addition, the user manual instructs the user to not use the device if it appears broken or damaged and to contact lilly or their healthcare professional for a replacement pen. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This solicited case, reported by a consumer via patient support program (psp), with additional information via psp, concerned a (B)(6) female patient of unknown origin. Medical history included an unspecific gastropathy and unspecified neurological lesions. Concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/ insulin lispro 25% (rdna origin) injections (humalog mix25 100 u/ml) via reusable pen (humapen luxura burgundy) 18 (no units) at morning and 16 at evening, daily, subcutaneously, for the treatment of diabetes, beginning in 2013. In 2014 she changed dosage to morning 10 (no units) and evening 8 according to her physician advice. In the beginning of 2016, she had fundus hemorrhage (this event was considered serious due to its medical significance). In (B)(6) 2016 she had eyes operation. On (B)(6) 2016 she was hospitalized due to high blood sugar caused by a bad cold. Information regarding other corrective treatments was not provided. On (B)(6)2016, the foot of the injection screw was detached from her humapen luxura (product complaint 3808280/ lot 1104b02). She requested a new device. As of (B)(6) 2016, she remained hospitalized. Events outcome was not recovered. Insulin lispro protamine 75%/ 25% treatment was continued the user of the humapen luxura and his/her training status was not provided. The general humapen luxura and suspect humapen luxura durations of use were of approximately 3 years. The device was not returned. The reporting consumer assessed the events were related to insulin lispro protamine 75%/ 25% and the humapen luxura. No additional follow-up would be requested since the reporter could not be contacted. No treating physician contact details were provided. Update 28oct2016: upon review of the source information from (B)(6) 2016 the product complaint (B)(4) and product complaint information was added to the case; the narrative was updated; and updated the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 08-nov-2016: information received from psp on 04-nov-2016. Added paragraph of lost to follow-up. No additional information was added to the case. Update 18-nov-2016: additional information received on 17-nov-2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 23-nov-2016: additional information received via psp on 17-nov-2016, regarding pc status (pc 3808280 was received, but it was already processed on 28-oct-2016). No additional changes were made to the case.